Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted pacemaker showed 3.5 years remaining on the battery, one month after implant. In addition, this right atrial (ra) lead triggered a lead safety switch (lss) due to a low out-of-range ra pace impedance measurement less than 200 ohms. It was noted that ra output of 3v@0.5ms and ra noise was observed following the lss to unipolar. Ts explained that low impedance and high output are significant factors in device longevity calculations. Ts suggested chest x-rays for lead evaluation, and lead revision was recommended as well. This ra lead and pacemaker remain in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted pacemaker showed 3.5 years remaining on the battery, one month after implant. In addition, this right atrial (ra) lead triggered a lead safety switch (lss) due to a low out-of-range ra pace impedance measurement less than 200 ohms. It was noted that ra output of 3v@0.5ms and ra noise was observed following the lss to unipolar. Ts explained that low impedance and high output are significant factors in device longevity calculations. Ts suggested chest x-rays for lead evaluation, and lead revision was recommended as well. This ra lead and pacemaker remain in service. No adverse patient effects were reported. Additional information received reported that programming was changed from unipolar to bipolar and chest x-rays were taken. The clinic is continuing to monitor the patient. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.